Event description:
The patient reported that the previously working remote monitor, did not power on even after setup was verified. The power cord was replaced. The remote monitor is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The patient reported that the previously working remote monitor, did not power on even after setup was verified. The power cord was replaced. It was further reported by the patient, approximately one week later, that the monitor successfully transmitted, but powered on by itself. Troubleshooting steps were taken to no avail. The monitor was returned and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed that the monitor started an interrogation without the start button being pushed. Because the condition disappeared during analysis, a root cause could not be determined.